Event description:
Patient implanted 2005. It was reported by the patient that he/she was experiencing pain five months later. The mesh feels like it is rolled up - is palpable and visual. Surgery scheduled for 2007.

Manufacturer narrative:
The subject product has not been returned for evaluation. No conclusion can be drawn at this time. A follow up report will be submitted when/if the product is returned for evaluation.